Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected, which found no damage to the gde or the blender assembly. The testing results passed the oxygen sensor calibration but failed the blender verification test. The reported fraction of inspired oxygen (fio2) dropping to 21% was not duplicated however the (fio2) inaccuracy was duplicated, which was due to the blender regulator relay balance out of specification. The root cause is due to equipment not being maintained within manufacturer specifications.

Event description:
The customer reported the set fraction of inspired oxygen(fio2) was set at 50% and dropped to 21% without an adjustment to the device. The customer also reported no associated fio2 alarms were triggered. The customer reported no known patient involvement.